Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. During visual inspection the suture capture was observed to be detached from the device. The suture capture was not returned. The device was received outside of packaging. No packaging was returned with the device. During functional evaluation the device was able to pass sutures. Sutures were unable to be captured due to missing suture capture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a right shoulder operation, the device was used to pass the anchor wires. During the first use, no problem was noted, but during the second use, the operator noticed that the device did not work and that a piece of metal belonging to the upper jaw of the forceps had remained on the instrumentation table. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.